Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a sheath, coil and burr. The related rotawire was returned in the device. The burr housing and advancer were not returned for analysis. The sheath, coil, burr and annulus were visually and microscopically examined. 130.9cm of the sheath was returned. There are numerous sheath kinks. The coil is separated 141.4cm from the annulus. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. The device was soaked in a water bath for two days, the returned rotawire could not be removed from the burr catheter due to the stretching of the coil on the wire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23jul2019. It was reported that the catheter could not cross the lesion. A 90% stenosed target lesion was located at severely tortuous and severely calcified left anterior descending artery. During procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that rotawire could not be removed from the burr catheter due to the stretching of the coil on the wire.